Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 280 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.